Event description:
Bilateral silicone granuloma of pectoral lymph nodes. A 70 yr old white g3p3 female status post bilateral subglandular inframammary 150cc surgitek gels for augmentation. 8-10-79 she had right contracture which was replaced 6-29-82. She had recurrent encapsulation and in 1990 mammogram showed ruptured left implant. History of closed capsulotomy on right in 1986. She had bilateral open capsulotomies and replacement with 200cc bilumen "msi" 11-13-91. She complains of systemic problems including: arthralgias, myaligas, dysesthesias/parathesia, sicca, raynaud's, gastrointestinal/genitourinary problems etc. Pt with history of "hiatal", thyroids, hypertension, on medication. Other wise healthy bilateral iii implants with axillary lymph nodes. Exam: surgery 1-4-94, positive bilaterally intact, minimum bleed "msi" implant with extensive granulomas of pectoralis, right greater than left.